Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9736325, ubd: unknown, UDI#: unknown; product ID: 9735795rpend, ubd: unknown, UDI#: unknown; product ID: 9735842, ubd: unknown, UDI#: unknown. H3, h6: the system was serviced in the field by a medtronic representative. The monitor was replaced. Codes b01, c13, and d02 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the camera cart monitor was completely black. The cart was still getting power, confirmed from power button light, but there was seemingly no power to monitor. Troubleshooting was performed. The monitor went black "suddenly after last install," soft keys did not bring anything up. The local representative (cc) checked the cabling on the back of monitor. Additional troubleshooting was performed. The cc was unable to get the monitor turned on. The power cord looked as though it should be working when plugged into the uninterrupted power supply (ups). The camera was physically on. The cc reported that the camera cart monitor would flicker on and off before this and just display a black monitor. Technical services (ts) had the cc reset the monitor cords on the monitor itself and on the ups with no resolution. Ts suspected the issue was the power cord, but the system was working fine before the monitor was replaced. The cc did not see the medtronic screen display when the monitor displayed. There was no patient involvement.

Manufacturer narrative:
H3/h6 - the monitor product ID: 9735795. Lot# 23414423 was returned for analysis. Analysis confirmed the event. Monitor was tested and the monitor has no image. Monitor does power on indicated by the green led that does illuminate when plugged into power but it's unable to progress further. Codes b01, c02, d02 apply. The cable product ID 9735842 lot# wo28067 was returned for analysis. The product was returned unused and the package was opened. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.